Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was hcp reported that the patient's ins had not been working since the patient had surgery in (B)(6) 2024. Agent reviewed MRI guidelines with the caller. The agent provided the patient services phone number. Additional information was received from a patient regarding an implantable neurostimulator (ins). The patient stated they got a letter. The patient noted that they had a back surgery about a year and a half ago and had not recharged the ins at all. They were going to recharge the ins and turn it back on, and met with a representative but it was no longer recharging, so they decided not to get the ins explanted. The patient assumed that their device was damaged during surgery and the cause of the device not working was not determined to be caused by normal battery depletion. The patient did not know for sure the cause, but assumed it was due to the major surgery they had for scoliosis. The ins was working before surgery happened. There were no steps taken to resolve the issue as of right now and no further action will be taken as of right now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.